Manufacturer narrative:
Patient height reported as (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a planned removal of a competitor¿s hardware (screws) on (B)(6) 2018. During the procedure, the surgeon removed one screw without difficulty. When he attempted to remove the second screw he was having difficulty. Therefore, the surgeon used the conical extraction screw. During removal, the tip of the extraction screw broke off into the screw and the implanted screw head popped off. The fragment was retrieved from the patient. The surgeon attempted to use a hollow reamer to remove the screw shaft and the teeth fell off of the hollow reamer into the patient. Those fragments were not retrieved. It appeared the retained shaft of the screw was fused with the patient¿s bone. The malfunction of the competitor¿s screw led to additional surgical intervention. This was less than a desirable outcome. The patient was stable following surgery. Surgeon stated that a 4.0mm cannulated hexagonal screwdriver got twisted during the surgery. It is unknown how or when the device twisted. Concomitant medical products: hollow reamer complete for 6.5mm & 7.0mm screws (309.065, lot number unknown, quantity 1), spare reamer tube for hollow reamer (309.480, lot number unknown, quantity 1). This report is for one (1) conical extraction screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part # 387.34 , synthes lot # u255107 , supplier lot # u255107 , release to warehouse date: 31 jan 2017 , supplier: (B)(4). No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.